Manufacturer narrative:
The returned product was evaluated and performed as designed during testing. No malfunction or other product condition that would have contributed to the patient's hospitalization was found. Based on the sst (strip simulator tester) and pod program, delivery test was found to successfully pass and record into the device memory. During the bg (blood glucose) meter strip insertion verification test, the pdm (personal diabetes manager) was found to recognize the activities and powered on immediately with no issue noted.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had high blood glucose for the previous week which lead to an emergency room visit via ambulance. The doctor stated that it could be due to the pdm. They felt the pdm was not working as the patient's blood glucose had been all over the place for some time. The mother also mentioned that at one point, the pdm read "low" (<20mg/dl) and 15 minutes later the pdm read "high" (>500mg/dl). No actual blood glucose levels were provided. There was no diagnosis. Treatment included fluids, insulin, and general monitoring. The patient's insulin doses were also increased.

Manufacturer narrative:
The patient had been in the hospital for two days at the time of report. The mother reported that the pdm provided erroneoulsy low blood glucose readings, resulting in improper treatment over the course of two days and subsequent hospitalization for hyperglycemia.correction: outcomes attributed to ae changed from other serious to hospitalization-initial or prolonged.